Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer sheath, middle shaft, inner liner and the remainder of the device were examined for damage. The shaft showed a kink at the nosecone. The inner liner was kinked approximately10 cm from the tip. No additional damage was noticed. The stent was not returned in the device. No damage was noticed inside of the handle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The shaft was measured to make sure the stent that was shipped with the device was the correct stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the stent was the wrong size. The target lesion was located in the distal superficial femoral artery (sfa). During implantation of an innova 6mm x 100mm x 130cm stent, it was noticed (via x-ray) the stent was almost 20mm shorter than the expected 100mm. The physician deployed the stent although short, was still long enough to treat the intended area. No patient complications were reported and no harm came about